Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with altered mental status. Interrogation showed a few pulsatility index (pi) events. Additional information received stated there was a non-contrast head computed tomography (nchct) without acute hemorrhage. There was also a perfusion study with artifact vs ischemic territory. A chest computed tomography (CT) showed multifocal pneumonia. Patient mental status was back to baseline. The patient was treated for pneumonia and discharged home to complete 7-day course antibiotics with vantin.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Review of the submitted log files confirmed the report of intermittent pi events; however, a specific cause for this finding could not be conclusively determined through this evaluation. The system appeared to be operating as intended at the set speed, and there were no notable alarms related to the pump active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists other neurological events (not stroke-related) as an adverse event that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists neurologic dysfunction as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 4 ¿system monitor¿ explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.